Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother called in regards to customer's high blood glucose levels. Customer's blood glucose level was 409 mg/dl. Customer's mother advised they received a no delivery alarm while priming. Customer has a sore throat and their blood glucose rose as high as 416 mg/dl. Customer's mother was advised to change out the infusion set and the cannula might have been up against customer's muscle tissue. The customer was treated by the device for the rest of the day and their blood glucose levels have been in control.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and fluid was able to flow through the infusion set and out of the catheter tip. No occlusion was noted.